Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A nurse reported that there was a dialyzer blood leak during a hemodialysis (hd) treatment. In a follow up, the nurse reported that the blood leak occurred at 3:19 minutes. The nurse explained that the leak was not seen visually. The leak was an internal leak. A blood strip test was used and it tested positive for the presence of blood. The 5008x machine did alarm with a blood leak alarm. The patient¿s estimated blood loss was 200ml. Fresenius blood lines were being used.there was no damage seen on the dialyzer. There was no patient injury, adverse event or medical intervention reported.there was only 18 min left of the treatment, so the patient was not restarted.the device is available to be returned to the manufacturer for evaluation.